Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump the part at the back where the clip goes in was broken. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. Customer stated reservoir lip ring was damaged. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing belt clip plate weld. (B)(4).